Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 9, 2018, it was reported that the loaner was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned an autoclave case and ratchet, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) forty one times as documented in the repair reports in livelink. The last repair was october 1, 2018 where the loaner device was returned and the device was disassembled and cleaned. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) nineteen times as documented in the repair reports in livelink. The last repair was september 26, 2018 where the loaner cutter produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) fourteen times as documented in the repair reports in livelink. The last repair was june 7, 2018 where the loaner cutter produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(4) twenty times as documented in the repair reports in livelink. The last repair was february 12, 2018 where the loaner cutter produced a passing sample mesh. This is not a related issue. Product review of the skin graft mesher on december 4, 2018 revealed that the comb was bent and the gear had visible damage. Product review of the skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), on november 9, 2018 revealed that the cutter produced a passing sample mesh. This cutter was not sent back at the same time as the reported event. The previous product review of the skin graft mesher 2:1 ratio cutter, serial number (B)(4), on september 6, 2018 revealed that the cutter produced a passing sample mesh. This cutter was not sent back at the same time as the reported event. The previous product review of the skin graft mesher 3:1 ratio cutter, serial number (B)(4), on may 8, 2018 revealed that the cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 4, 2018 which included replacement of the damaged comb and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent and the gear had visible damage. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent and the gear had visible damage. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher and cutters were damaged when received. The investigation identified a bent comb. No adverse events were reported as a result of this malfunction.